Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nipped tongue [tongue injury]. Nipped the inner side of cheek [mouth injury]. Brush head broke...brush head nipping on the tongue or cheek [injury associated with device]. Swallowed a small screw from brush head [accidental device ingestion]. Ingested screw [exposure via ingestion]. Brushhead broke [device breakage]. Case description: consumer sent e-mail reporting brush heads breaking as she brushed her teeth, and a little screw was swallowed. No serious injury reported. Follow-up: consumer reported she put her fingers down her throat to throw the screw back up, and she was fine.

Event description:
Nipped tongue [tongue injury]. Nipped the inner side of cheek [mouth injury]. Brush head broke...brush head nipping on the tongue or cheek [injury associated with device]. Swallowed a small screw from brush head [accidental device ingestion]. Ingested screw [exposure via ingestion]. Brushhead broke [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer sent e-mail reporting brush heads breaking as she brushed her teeth, and a little screw was swallowed. No serious injury reported. Follow-up: consumer reported she put her fingers down her throat to throw the screw back up, and she was fine.

Manufacturer narrative:
15-aug-2018 product investigation results: reporter returned toothbrush head on 14-aug-2018. Toothbrush head confirmed to be counterfeit.